Manufacturer narrative:
The information received indicated that a brownish foreign matter was found inside of the sterile pouch during incoming visual check process at the (B)(6). Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was handled and stored as usual procedure. It was not shipped out of (B)(6) and not clinically used. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product will be returned. One sterile (B)(4) fire star, 2.50 x 15 was received coiled its original package. The box was already opened. A stain was found over the mylar section of the pouch. No other damages were noted. Magnified pictures were taken of the stain. The stain was measured and was found to be out of specification. Ftir analysis was performed, based on the results obtained it was confirmed that stain was embedded into the mylar. The reported failure "foreign material in sterile pouch" was not confirmed. However a stain over the mylar was observed during analysis. The root cause of the failure was related to a supplier issue. Dpra is not required since, the patient severity is negligible and the complaint rate is within expectations. The supplier was notified about the issue. No other actions will be taken

Event description:
The information received indicated that a brownish foreign matter was found inside of the sterile pouch during incoming visual check process at (B)(4). Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was handled and stored as usual procedure. It was not shipped out of (B)(4) and not clinically used. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product will be returned.

Manufacturer narrative:
The product has been returned for evaluation, however, the device analysis is not yet complete. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15365133 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15365133. The operator qualification records for load of components and application of inner label according to (B)(4). The operator that performed this operation was qualified on the appropriate manufacturing work instructions revisions at the time of the lot manufacturing. Additional information will be submitted within 30 days from receipt.